Event description:
It was reported that a vascular stent could not be completely deployed. The stent delivery system was advanced to the treatment site without incident. The physician then began to deploy the stent and a "pop" was heard, and the deployment trigger then became non-responsive. After approximately 1 cm of the stent had become unsheathed/deployed, the trigger became non responsive. The physician was able to retract the partially deployed stent and entire system back into the sheath without complications. The procedure was completed by using another vascular stent. There was no pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has been returned to the MFR for eval. The investigation is currently underway.